Event description:
It was reported that patient underwent an implantable pulse generator (ipg) explant procedure for unknown reason. The patient was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.